Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: damage. Visual inspection: the va lockscr 2.4 self-tap l16 tan (p/n: 04.210.116, lot number: unk) was received at us cq. Upon visual inspection, it was observed the head of the screw had broken off from the shaft part of the device. No other issues were observed with the returned device. Device failure/defect was identified. Dimensional inspection: a dimensional inspection was not performed due to the post manufacturing damage of the device. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint was confirmed as the device was received broken in two pieces. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device history review device history review could not be performed as lot number information was not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Photo investigation - the device was not returned. A photo-investigation was performed on the images located in pc under attachment section. Upon inspecting all the images provided under attachment section, the locking screw was observed to be broken at the head (where the head of the screw meets the surface of the va-lcp-column plate). The root cause for the reported event cannot be determined from the available information. Manufacturing record evaluation could not be performed as lot number information was not available. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review - device history review could not be performed as lot number information was not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, 2.4 va-locking screws was broken in the distal locking holes of a va-lcp distal radius plate which was implanted on (B)(6) 2021. Patient does not require revision surgery and no adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing been experienced. Concomitant device reported: unknown va-lcp distal radius plate (part# unknown, lot# unknown, quantity 1), unknown locking screws (part# unknown, lot# unknown, quantity 3). This report is for one (1) 2.4mm ti va locking screw stardrive 16mm. This is report 1 of 4 for (B)(4).